Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection. The patient's mother and aunt are medical professionals and advised the patient to use over the counter lotrimin. Follow up indicates that the infection improved.